Event description:
It was reported that noise was observed on the atrial lead of an asymptomatic patient through a remote merlin.net transmission. A rise in impedance was seen as well. On (B)(6) 2015, device reprogramming was performed.

Manufacturer narrative:
(B)(4).